Event description:
It was reported that during a low anterior resection procedure, the tx60b was positioned on the distal line of the transection and was fired. There was a malformation of the staple line before cutting the tissue. The staple line only formed about 30mm instead of 60mm. It was the first firing of the stapler; the tissue was of normal thickness. A new tx60b was used to create a new staple line. There was no reported pt consequence and the operating room time was extended an unknown amount of time.